Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, unplugged and plug in the power cable, opened the back panel and checked; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted customer to resolve the issues of the device over call, and no further investigation was required. The system functioned as intended after the field service engineer assisted customer to resolve the issue.